Event description:
It was reported to medtronic minimed that the customer reported crack on the pump. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1886 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: keypad overlay texture damage, cracked retainer, missing display window/cover, cracked keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails and battery tube threads - cracked. Cosmetic damage was confirmed at battery tube threads - cracked. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.